Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the anatomy (enlarged annulus, dilated left atrium, and a large gap between leaflets) contributed to the reported difficult to position/failure to adhere or bond, single leaflet device attachment (slda), migration and poor imaging; and thus the reported difficulties likely resulted in the reported tissue damage. The mitral regurgitation (mr) is likely due to the reported slda. The reported patient effects of worsening mitral regurgitation and mitral valve tissue damage as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H3 other text : the device was reportedly discarded.

Event description:
This is being filed to report single leaflet device attachment/slda, tissue damage prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted enlarged annulus, dilated left atrium, and a large gap between leaflets which made visualization difficult . The clip delivery system (cds) was advanced to the mitral valve, and after several attempts to grasp, the clip was deployed in the central location of the valve. After deployment, the clip partially moved on the posterior leaflet. Then as the gripper line was removed, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A leaflet tear was observed. One clip was implanted, and mr remains at 4+. The patient remained in the hospital and was sent to heart surgery. There was a clinically significant delay in the procedure. No additional information was provided.